Manufacturer narrative:
The system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation found this device and the implantable defibrillation lead had exhibited a gradual increase in shock impedance measurements, including high out of range measurements. Boston scientific technical services (ts) discussed the increase in measurements could be due to possible calcification build-up. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. No further troubleshooting was performed at this time as the patient has never received shock therapy from the device and does not pace. An subcutaneous implantable cardioverter defibrillator (s-ICD) implant was being considered. Records indicate this system remains in service. Should additional information become available this report will be update.

Event description:
Additional information was received indicating shock impedance measurements continue to increase. Boston scientific technical services (ts) discussed delivering commanded shocks to further evaluate the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed. This lead was surgically abandoned and replaced. The device remains in service with the newly implanted lead. No additional adverse patient effects were reported.